Event description:
According to the report by the representative, "here's the quote via email from the cv coordinator on what the surgeon stated: 'he placed (implanted) the 26mm graft and we were unable to come off pump....in his words the valve was not working. We went back on bypass and he selected a pericardial valve to implant. On explant of the homograft when he was inspecting it on the field he said he felt the graft /valve was defective and we should contact the appropriate people to get it returned.'" Additional information from the surgeon indicated the following: the surgeon did inspect the valve prior to implant but only noticed the valve was not working after implant via "two jets of mild to moderate insufficiency on post op transesophageal echocardiogram (tee) so we returned to bypass and removed the graft." He attributed the valve to be "defective" post implant and stated "upon reinspection it appeared that two of the leaflets had only minimal zone of coaptation." When asked about potential contributory comorbidities, he stated "patient had pectus excavatum but no other patient characteristics."

Manufacturer narrative:
According to the report by the representative, "here's the quote via email from the cv coordinator on what the surgeon stated: 'he placed (implanted) the 26mm graft and we were unable to come off pump. In his words the valve was not working. We went back on bypass and he selected a pericardial valve to implant. On explant of the homograft when he was inspecting it on the field he said he felt the graft /valve was defective and we should contact the appropriate people to get it returned.'" Additional information from the surgeon on 06/04/2015 indicated the following: the surgeon did inspect the valve prior to implant but only noticed the valve was not working after implant via "two jets of mild to moderate insufficiency on post op transesophageal echocardiogram (tee) so we returned to bypass and removed the graft." He attributed the valve to be "defective" post implant and stated "upon reinspection it appeared that two of the leaflets had only minimal zone of coaptation." When asked about potential contributory comorbidities, he stated "patient had pectus excavatum but no other patient characteristics." Further clarifying information from the surgeon was received on 06/22/2015: "the surgery went well from a technical standpoint and we were able to come off cardiopulmonary bypass with no difficulty at all. Post-operative tee as read and reported by the echo cardiologist demonstrated two jets of mild to moderate insufficiency. Moderate insufficiency is unacceptable in a new valve. Because of this finding on tee we returned to cardiopulmonary bypass explanted the homograft and implanted a pericardial valve. We again weaned from cardiopulmonary bypass with no difficulty and with this new pericardial valve had no insufficiency by tee. On careful re-inspection of the explanted valve I observed no injury to the valve leaflets but did observe that the zone of coaptation between two of the leaflets may have been limited and may possibly have accounted for the insufficiency. I requested that the valve be returned." A review was conducted on 06/10/2015 for the returned allograft ((B)(4), synergraft pulmonary valve and conduit, (B)(6)). The valve was removed from the formalin solution and was visually inspected inside the laminar flow hood. The returned valve was then compared to the certificate of assurance. Upon gross visual inspection, the valve was noted to be transected proximal to the bifurcation by the surgeon. The report from the surgeon that "two of the leaflets had a minimal zone of coaptation" could not be verified upon inspection. Tissue processors do not check for coaptation when processing pulmonary valves, but instead looks for the presence of prolapse, quadra cusps, and other abnormalities which were not present in the valve during review. The valve was noted to be stiff upon handling, but this was attributed to the formalin solution it was shipped in and not to the valve quality. Several dark brown hemorrhagic areas were noted on the leaflets which were not present during processing. It was not believed that they could have contributed to the reported event. According to tissue subject matter experts, the valve would not have been rejected based on its attributes and appeared to be capable of complete functionality. A root cause could not be determined from the sample review. This allograft was returned to cryolife and it was observed that the valve contained no attributes or structural anomalies that would alter the valve's function. During the inspection of each cardiac allograft, a qualified technician wearing surgical loupes inspects the allograft for attributes such as plaque, tears, etc. The allograft in question was processed from the heart of a (B)(6) that died from drug overdose. According to the processing record, this allograft did not contain any attributes that would have rejected the allograft. The processing record indicates that the inspector confirmed the attributes documented by the dissector and no additional attributes were added. A review of training records indicates that the technician who performed inspection for attributes of this allograft was appropriately trained for the task he performed. The certificate of assurance was reviewed. All attributes identified during the inspection of this allograft were listed appropriately and no rejectable attributes were documented. There are no human tissue returns associated with this allograft as well as no allograft-specific non-conformance reports. Limited information is available regarding the details of this event, including patient demographics (patient age, height, weight, body surface area - bsa), pre-operative patient history, indication for operation, operative procedure details (how the allograft was utilized in the surgical procedure, type of surgical procedure performed, and relation of the allograft to the reported event). The only information available is that this was an sg pulmonary valve used in what can be assumed to be a pediatric patient (surgery performed at (B)(6), exact patient age is unknown) with a pectus excavatum chest deformity. Post-operative valvular dysfunction and graft regurgitation immediately following cardiac valve replacement is usually related to technical challenges during surgery or operative technique (anastasiadis 2004, jung 2011). The presence of aortic insufficiency (ai) in the immediate post-operative period after aortic replacement is common, especially in stentless bioprosthetic and tissue valves, and has frequently been reported in the literature, (lau 2002). However, the literature regarding the intra and post-operative echocardiographic assessment of prosthetic pulmonary regurgitation (pr) after pulmonary valve replacement (pvr) is limited (anastasiadis 2004, zoghbi 2009). In addition, the majority of the current guidelines regarding echocardiographic assessment of pr after pvr often utilize methods used to assess native pr, with few modifications to account for the presence of prosthetic valves, and do not include methods specific to evaluating pediatric patients (meliones 1989, zoghbi 2009). It is also important to note that severity of pr is largely subjective, as there is no standardized grading system to assess the presence and severity of prosthetic pr. There are several factors that may result in intra-operative and immediate post-operative pr. The pulmonary valve is located anteriorly and superiorly, making it inherently difficult to fully visualize by tee, and as a result, limit its ability to fully assess prosthetic pulmonary valve function, including the presence of potential regurgitation (zoghbi 2009). The right ventricle outflow tract (rvot) is describe as "funnel" shaped, with the rvot diameter changing dramatically as it approaches the pulmonary valve (zoghbi, 2009). Stentless valves, including homografts and autografts, are more likely than stented valves to have minor regurgitant jets in the immediate post-operative period (zoghbi, 2009). Stentless aortic bioprostheses have excellent associated hemodynamics, however, the implant technique is more complicated and there is increased potential for distortion at the time of implantation (lau, 2002). Distortion of the aortic root has been reported to cause incomplete coaptation of the homograft cusps, resulting in ai in the immediate post-operative period (anastasiadis, 2004). Similarly, "geometric mismatch" with the surrounding tissue or annulus resulting in regurgitation has been reported in pulmonary homografts, stentless valves, and patients undergoing the ross procedure, and is an increasingly recognized complication of valve replacement (zoghbi, 2009). Pulmonary insufficiency has also been reported to arise from reconstruction of the rvot, especially in patients who have undergone correction of tetralogy of fallot (jung, 2001). A study by meliones et al. Reported mild regurgitation in 62% (n=44/71) and moderate regurgitation was in 3% (n=2/71) of normally functioning pulmonary homografts in the immediate post-operative period (meliones, 1989). The finding that the majority of patients had pr led to many suggestions for altering surgical techniques in an attempt to limit mechanical/technical causes for pulmonary homograft regurgitation (meliones, 1989). Laberti et al. Noted early pulmonary homograft valve regurgitation in 61% and progression of regurgitation in 6% of patients, citing incompletely relieved pulmonary branch stenosis, pulmonary vascular obstructive disease, and mechanical distortion of the valve cause by a conduit that was twisted or too small, as factors related to the development and progression of regurgitation (lamberti, 1988). Similar to the report by meliones et al., lamberti et al. Emphasized the importance of attention to mechanical details and/or predisposing patient factors in order to develop new techniques to better eliminate or reduce the amount of conduit valve regurgitation (lamberti, 1988). Ultimately, post-operatively, any regurgitation that is graded moderate of severe requires the need to be surgically corrected immediately prior to leaving the operating room (zoghbi, 2009). However, the precipitating factors that resulted in moderate pulmonary regurgitation necessitating the removal/replacement of the pulmonary homograft valve in this report are unclear, and as a result, no correlation between the homograft and the event can be made. According to the report, a 26 mm sg valve was implanted in a patient with a medical history of pectus excavatum. Intra-operative radiographic study showed moderate regurgitation which required re-intervention and placement on cardiopulmonary bypass. The valve was explanted and replaced with a pericardial valve. Upon inspection of the explanted valve, the surgeon claimed "the zone of coaptation between two of the leaflets may have been limited and may possibly have accounted for the insufficiency. Examination of the returned valve at cryolife showed no anatomic abnormalities. The valve donor was a healthy (B)(6) who died of a drug overdose. Pathologic examination of the residual heart showed no evidence of pulmonary valve disfunction, indicating that the valve was functioning normally in the donor prior to death. Although fibrous thickening and a fibrous tip on the left and right cusps were noted on the valve leaflets at dissection, these findings are not expected to result in valvular insufficiency. Given the lack of significant abnormal anatomic findings in the explanted valve, the most likely cause of insufficiency is altered valve geometry resulting from implant technique. Furthermore, it is unknown whether the patients congenital pectus excavatum contributed to the reported events. The root cause for the reported events are unknown, however altered valve geometry could be a likely possibility.

Event description:
According to the report by the representative, "here's the quote via email from the cv coordinator on what the surgeon stated: 'he placed (implanted) the 26mm graft and we were unable to come off pump. In his words the valve was not working. We went back on bypass and he selected a pericardial valve to implant. On explant of the homograft when he was inspecting it on the field he said he felt the graft /valve was defective and we should contact the appropriate people to get it returned.'" Additional information from the surgeon indicated the following: the surgeon did inspect the valve prior to implant but only noticed the valve was not working after implant via "two jets of mild to moderate insufficiency on post op transesophageal echocardiogram (tee) so we returned to bypass and removed the graft." He attributed the valve to be "defective" post implant and stated "upon reinspection it appeared that two of the leaflets had only minimal zone of coaptation." When asked about potential contributory comorbidities, he stated "patient had pectus excavatum but no other patient characteristics."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.